Manufacturer narrative:
(B)(4).: eval, results: other (root cause undetermined).

Event description:
A driver rapid exchange (rx) coronary stent delivery system was used to treat a lesion in a pt. It was reported that when the physician delivered the device, the stent strut was lifted. The procedure was successfully completed using another stent. The device was not returned to medtronic for eval.